Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported that the insulin pump had hardware low level failure alarm. The customer's blood glucose was unknown. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the they had performed the self test and the test was passed. The insulin pump will be returned for analysis.